Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 200 to 600 mg/dl; cause was unknown, however, reportedly customer has mast cell activation syndrome, which customer suspected contributed to elevated bg. Bg was addressed via a manual injection, and a supply change. The customer was instructed to consult with healthcare provider regarding bg level.